Event description:
It was reported that the patient's magec rod was observed to have had allegedly separated at the housing tube portion of the rod. The physician removed the magec rods without incident.